Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading 53 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 83 mg/dl. The customer stated that sometimes she would eat to treat since the sensor indicates she is low and then her blood glucose would go high. She was advised against treating based on the sensor readings. She also reported having issues with blood and bruising at the sensor insertion site. Blood glucose value at the time is unknown. Customer declined troubleshooting.